Manufacturer narrative:
Root cause: the root cause is undetermined. The supplier checked its batch history for the reported lot number and found no non-conformities. Corrective action: a corrective action has not been taken. Investigation summary: an internal complaint (call 51543) was received indicating a 16 french foley catheter (part 81-080416eu, lot 47814407) malfunctioned during use. Specifically, the balloon ruptured after placement. The catheter was placed (B)(6) and ruptured (B)(6). A sample was not returned for evaluation. Additionally, no information was provided as to where the catheter ruptured. Attempts were made to retrieve additional information from the initial reporter. However, the initial reporter was unable to provide any further information. The silicone catheter portion of the device is supplied to deroyal by degania. Degania reviewed its manufacturing process and final inspection reports for the reported lot. It found that the catheters underwent 100% inflation and deflation testing. No non-conformities were found, and all inspections were acceptable. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
A 16 french foley catheter ruptured during use on a patient.

Manufacturer narrative:
Investigation summary: an internal complaint (call#: (B)(4)) was received indicating a 16 french foley catheter (part 81-080416eu, lot 47814407) malfunctioned during use. Specifically, the balloon ruptured after placement. The catheter was placed on (B)(6) 2020, and ruptured on (B)(6) 2020. The investigation is ongoing at this time. When new and critical information is received, this report will be updated.

Event description:
A 16 french foley catheter ruptured during use on a patient.